Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, abdominal hernia, nausea, contusion of knee and hematuria. Previously administered products included for an unreported indication: nuvaring and depo provera. Concurrent conditions included abdominal pain, right lower quadrant pain, obesity, shoulder sprain, ligament sprain, ligament sprain, nontoxic multinodular goiter, hypertension, sigmoid diverticulitis, decreased appetite, vaginal bleeding and dysuria. Concomitant products included cefatrizine propyleneglycolate (ceftin) since (B)(6) 2016, ceftriaxone sodium (rocephin) since (B)(6) 2016, medroxyprogesterone acetate (depo provera) and metronidazole (flagyl 250) since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), hot flush ("hormonal changes describe: "hot flashes""), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel sensitivity"), abdominal pain lower ("pain lower right abdomen"), menorrhagia ("abnormal bleeding ( general) longer periods"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder "), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unknown"), adnexa uteri pain ("lower right abdomen "ovary area""), dysmenorrhoea ("dysmenorrhea (cramping)/ painful menstrual cramp"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("painful intercourse"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, hot flush, female sexual dysfunction, migraine, headache, allergy to metals, abdominal pain lower, menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, gastrointestinal disorder, adnexa uteri pain, dysmenorrhoea, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: "my tubes were blocked". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs received-abnormal bleeding (vaginal), dysmenorrhea (cramping), painful intercourse were added. Concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.